Event description:
Reporter indicated that over the past year, vns pt has experienced stomach discomfort with gastrointestinal difficulties. It was reported that it takes several hours for the pt's stomach to empty of contents. The pt was intially implanted in 1997 and underwent generator replacement surgery in 2002.